Event description:
It was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately nine (9) years. Through follow up with the health care provider, it was learned the reason for explant was due to severe prosthetic mitral valve stenosis and regurgitation. Upon review of source documentation, the mitral valve was calcified with two leaflets fully immobile. This was excised and a 33 mm carpentier-edwards perimount theon pericardial bioprosthesis was implanted. The patient was weaned from cardiopulmonary bypass uneventfully and hemostasis was satisfactory.

Manufacturer narrative:
Device not returned. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Despite repeated attempts to receive further information regarding the availability of the explanted device, no device for evaluation was returned to edwards. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Nevertheless, without return of the device, edwards is unable to conclusively determine the root cause for this event.

Manufacturer narrative:
As received, moderate to heavy calcification was observed in the cusp area of all three leaflets and was confirmed via x-ray. Additionally, the free margin of all three leaflets exhibited minimal to moderate calcification. Minimal to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect, into the orifice, the stent inflow, and the stent outflow. Host tissue fused leaflets two leaflets at the commissure. Thickened and swollen tissue was observed on all three leaflets at two commissures. Thrombus was also observed on a leaflet on the outflow aspect. Customer report of calcification was confirmed. Calcification and host tissue restricted mobility in the leaflets and led to stenosis.